Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer had the unit on vacation and a puncture mark on it. The caller states the consumer will not return his phone calls but he is positive they dropped the unit on the ground. The caller states the unit is still working, but the display screen is black.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb, control panel damaged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the consumer had the unit on vacation and a puncture mark on it. The caller states the consumer will not return his phone calls but he is positive they dropped the unit on the ground. The caller states the unit is still working, but the display screen is black.